Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, device damage occurred. The lesion was located in the common bile duct (cbd). The rx lithotripter compatable basket was advanced, however , it was noted that the sheath was "about a centimeter back too far" which made it "tough getting into the ampulla". The basket was removed and the procedure was completed with another of the same device. No patient injuries or complications were reported. The patient's status is reported as "fine".